Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "confirmation test: right occlusion only" (seriousness criteria medically significant and intervention required) on (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychology injury") and procedural complication ("complications during removal surgery"). The patient was treated with surgery (essure removal, hysterectomy (full), repeat/ multiple surgeries and unilateral salpingectomy on (B)(6) 2006). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, psychological trauma and procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, psychological injury, fallopian tube perforation. All injury resolved post removal - pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test: right occlusion only. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet (pfs) received: new events added : " pelvic/abdominal, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), right occlusion only, psychology injury, perforation: yes, fallopian tube". Outcome of events, "pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding" were updated to "recovered/resolved". Reporter demographics and contact information added. Patient¿s information was updated. Product indication was added. Essure insertion date and removal date updated. Lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') in a 31-year-old female patient who had essure (ess205) (batch no. 620737) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "confirmation test: right occlusion only" (seriousness criteria medically significant and intervention required) on (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("severe pelvic pain/ pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychology injury") and procedural complication ("complications during removal surgery"). The patient was treated with surgery (essure removal, hysterectomy (full), repeat/ multiple surgeries and unilateral salpingectomy on (B)(6) 2006). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, psychological trauma and procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, psychological injury, fallopian tube perforation. All injury resolved post removal - pain, bleeding. Discepancy in date of insertion as (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2006: essure confirmation test: right occlusion only. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: lot number, reporters, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') in a 31-year-old female patient who had essure (ess205) (batch no. 620737) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "confirmation test: right occlusion only" (seriousness criteria medically significant and intervention required) on (B)(6). On (B)(6), the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("severe pelvic pain/ pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychology injury") and procedural complication ("complications during removal surgery"). The patient was treated with surgery (essure removal, hysterectomy (full), repeat/ multiple surgeries and unilateral salpingectomy on (B)(6) 2006). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, psychological trauma and procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, psychological injury, fallopian tube perforation. All injury resolved post removal - pain, bleeding. Discepancy in date of insertion as (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2006: essure confirmation test: right occlusion only. Lot number: 620737 manufacture date: 2006-07 expiration date: 2008-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organ") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.